Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope was leaky. During inspection and evaluation, acoustic lens has a chip. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: nut is loose, due to deformation of the scope cover and a crack on the scope body water tightness is lost, due to wear on the lock engagement lever up down know cannot be locked securely, air/water and suction cylinder have discoloration, scratches, chips and cracks found throughout the device, switch box and distal end are deformed, adhesive on bending rubber has wear, due to wear of the angle wire, and bending angle in the right direction and the play of the up/down knob are out of specification. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear and tear damage with customer mishandling and with increasing usage over time. The event can be prevented by following the instructions for use (IFU) section which state: [warnings and cautions] ¿do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.